Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer stated that the rfid chip had gotten loose from the gauze and was found next to gauze. This occurred during pre-op. The device was not used in a procedure. There is no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.